Event description:
It was reported that during an unk procedure, the staples could not be formed. Half of the staples were left in the reload unit. Another same like device was used to complete the procedure. There were no adverse consequences for the pt.

Manufacturer narrative:
(B) (4). (B) (4). Eval summary - the analysis results found that the reload was received in good visual condition and loose inside the bag. The reload had the proximal 17 drivers up without staples, and the remaining drivers down with staples present. Additionally, the returned reload had the swing tab in the locked position, which indicates that the instrument's firing cycle was interrupted. It should be noted that the reload is designed to lockout, as a safety feature, if any staples have been fired from the reload. In addition failure to complete the stroke may result in incomplete staple line. For additional info please refer to the instructions for use. The swing tab was reset and the reload was loaded into a test instrument and tested for functionality. The instrument fired, cut and formed all the staples as intended. A batch record review was performed and no anomalies were found during the mfg process.